Manufacturer narrative:
This report is filed january 21, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient had a skin defect at the implant site. Revision surgery is planned, however has yet to occur as of the date of this report, january 20, 2016.

Manufacturer narrative:
This report is filed may 5, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 due to extrusion of the device. The patient was reimplanted with a new device during the same surgery. This report filed january 28th, 2016. Device not received by manufacturer.